Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 560 mg/dl. Reportedly, the customer had reused the cartridge. Tandem technical support educated the customer on proper cartridge labeling. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.